Manufacturer narrative:
(B)(6). There was no patient involvement. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. Fse found a pinhole in the teflon tubing on the sample dispensing line. Fse replaced the tubing of the sample probe. Replacing the tubing resolved the issue. The bec identifier for this is (B)(6).

Event description:
Customer reported erroneous quality control (qc) results on an au5800 clinical chemistry analyser. Customer re-ran all patient results, there were no erroneous patient results generated. Customer observed drops of serum present under the sample probe. There was no report of exposure to user or field service engineer.